Manufacturer narrative:
(B)(4). Multiple MDR's were filed against this device; as it was involved in two events. Please also see report: 0001825034 - 2018 - 11381. (B)(4). The device has been returned and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient was revised to address glenosphere disassociation, that was later determined to be ongoing, from the primary baseplate. No further information available at this time.

Manufacturer narrative:
Examination of the reported complaint product and patient x-rays confirm the reported disassociation event. The complaint product confirmed to have met dimensional specification. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information provided at the time of this reporting.